Event description:
On (B)(6) 2024, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius she was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain. The patient was admitted while on vacation in (B)(6) and the facility did not provide discharge paperwork to the outpatient clinic. As a result, laboratory specimens obtained and tested during this hospitalization were not reported. The patient was diagnosed with peritonitis due to unknown etiology. The patient was able to undergo ccpd therapy on her home liberty select cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. The patient was prescribed oral ciprofloxacin and oral doxycycline (unknown dosages, frequency and duration) upon discharge from the hospital. When the patient returned to her home clinic, her antibiotic prescription was changed by her nephrologist to intraperitoneal (ip) vancomycin at 2000 mg every three days for two weeks and ip meropenem 1000 mg daily for two weeks to address the infection. It was confirmed, though the exact source of infection remains unknown, there was no indication the patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). Follow up peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with no growth in the culture and a wbc count of 28/mm3. The patient recovered from this event as she remains asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.